Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed premature battery depletion via remote monitoring transmission involving this device. It was noted that the device showed 57% battery remaining in (B)(6) 2020 and in (B)(6) 2020 showed 15% remaining. A review of the data was sent to technical services (ts). Engineering performed a device memory review and confirmed that the battery usage was increasing abnormally. The device was malfunction and should be replaced. With the current consumption counts it appeared that the device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the physician observed premature battery depletion via remote monitoring transmission involving this device. It was noted that the device showed 57% battery remaining in july 2020 and in october 2020 showed 15% remaining. A review of the data was sent to technical services (ts). Engineering performed a device memory review and confirmed that the battery usage was increasing abnormally. The device was malfunction and should be replaced. With the current consumption counts it appeared that the device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.